Event description:
The patient presented with symptoms of acute ischemic stroke on (B)(6) 2012 with baseline nihss of 22. Patient received IV-tpa and was randomized into the investigational arm of the separator 3d trial (clp 4853). Complete occlusion of the left mca was resolved using the separator 3d in conjunction with the penumbra system resulting in timi 3 revascularization. Twenty-four-hour non-contrast CT scan revealed "a tiny petechial hemorrhage within the infarct". The event was determined to be of "possible" relationship to the separator 3d, penumbra system, and angiographic procedure. In an email on (B)(6) 2012, (B)(6) indicated that it was not apparent which device was of "possible" relationship to the event, but rather, was "most likely related to the infarct". The event was determined to be of "mild" severity and resolved on (B)(6) 2012 without further intervention. Mdrs 3005168196-2012-00430 through 3005168196-2012-00432 are associated with the same patient/procedure

Manufacturer narrative:
Conclusion hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices disposed of after procedure.